Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer failed to boot-up. The issue was resolved by replacing the computer. The system then passed the system checkout and was found to be fully functional. The computer was returned and is currently under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the computer would not boot. The site turned on the system and the screen was black with the upper quadrant flickering blue. The site rebooted and could get to app launch, however trying to get into any applications, the system would not launch and exit. There was no patient present when this issue was identified.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the computer booted normally to the application screen. The ent program and other installed applications all ran normally. There were no video issues observed during burn-in testing. The computer passed all tests. There was no failure found. If information is provided in the future, a supplemental report will be issued.